Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
The physician successfully closed an arteriotomy site with the starclose device following an interventional procedure. Post procedure, the pt complained of a cold leg. Angiogram indicated a dissection of the artery. The pt was taken to surgery where the vessel was repaired with the placement of a patch. Reportedly, the pt is doing fine.